Event description:
It was reported that during a vats procedure, the device stopped functioning during use. A new device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.